Event description:
Medtronic received information regarding an imaging system used during an orthopedic procedure. It was reported that the pendant fully booted up and plugged in as normal. When the site was draping the patient the pendant went into standalone mode. It was connected to the mobile view station (mvs). They kept rebooting the system and it kept getting disconnected from the mvs. It would boot up normally, then then would go into standalone mode by itself. No images were taken. This resulted in a less than one hour surgical delay. There was no impact to the patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000439. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cord was replaced. The system then passed testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the umbilical cable was returned to the manufacturer for analysis. Analysis confirmed the reported complaint. The umbilical cable failed bench test and continuity test. The connector p4-d connecting pins were loose. Analysis found that the reported event was related to physical damage. H6: codes b01, c02 and d02 are applicable to this hardware analysis. The lot number of product ID: bi71000167 was received. The lot number is 605 rev. C. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.